Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that a gradual rise in pace impedance measurements was noted. A review of the information by boston scientific technical services (ts) noted that the issue could be related to the right ventricular lead (rv), connection issue or device related. Ts discussed performing testing to determine the root cause of the issue. At this time the device and rv lead remains implanted. No adverse patient effects were reported.